Event description:
It was reported that on (B)(6)2023, a 14f amplatzer torqvue delivery sheath and dilator were inserted into the right femoral vein over a guide wire. Advancement was difficult. The sheath and dilator were removed and the tip of the dilator was observed to be torn. A replacement amplatzer torqvue delivery sheath (ds-tv45x45-14f-080) was used but the dilator also became damaged. A kink observed in the non-abbott guidewire was thought to be the cause of the dilator damage. A third 14f amplatzer torqvue delivery system was used to complete the procedure. There were no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient is reported to be discharged.

Manufacturer narrative:
An event of damaged dilator was reported. It was reported that a kink observed in the non-abbott guidewire was thought to be the cause of the dilator damage. The investigation found the tip of dilator was split when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The exact cause of the split at the tip of dilator could not be conclusively determined. Abbott is performing further investigation to monitor this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer torqvue delivery sheath and dilator were inserted into the right femoral vein over a guide wire. Advancement was difficult. The sheath and dilator were removed and the tip of the dilator was observed to be torn. A replacement amplatzer torqvue delivery sheath (ds-tv45x45-14f-080) was used but the dilator also became damaged. A kink observed in the non-abbott guidewire was thought to be the cause of the dilator damage. A third 14f amplatzer torqvue delivery system was used to complete the procedure. There were no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient is reported to be discharged.